Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead triggered a lead safety switch due to high out of range pace impedances. The pace impedances were greater than 2000 ohms. At this time, reprogramming was performed and the alert limit was increased. The lead remains in service. No adverse patient effects were reported.